Manufacturer narrative:
(B)(4);as no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this local representative contacted boston scientific's technical services (ts). According to the local representative, the patient was presented back to the electrophysiology (ep) laboratory. The right atrial (ra) lead had been demonstrating non-capture. The ra lead was repositioned and the pocket was closed. Final lead diagnostic measurements were recorded and the revised lead had again dislodged. The pocket was reopened and the model#4086 lead was replaced with model#4469. Model#4469 was successfully implanted with 2.4 mv p-waves and less than 1.0 volt pacing thresholds. The explanted model#4086 was not released to the local representative for product return.